Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2110983. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese: an indwelling needle was placed before enhanced CT examination of the patient. After successful puncture, severe water leakage was found in the pipeline during saline injection, which made it unusable. The use was stopped immediately, and the indwelling needle was re-placed on the patient after removal, without causing other harm to the patient.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese: an indwelling needle was placed before enhanced CT examination of the patient. After successful puncture, severe water leakage was found in the pipeline during saline injection, which made it unusable. The use was stopped immediately, and the indwelling needle was re-placed on the patient after removal, without causing other harm to the patient.